Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due top high blood glucose and was in intensive care unit. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Caller stated that the customer was throwing up, dehydrated and couldn't breathe prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No blank display, motor error or excessive no delivery alarms noted.